Event description:
The monitor sometimes powers on and sometimes not (intermittent). When it does power on, it sometimes shuts down and reboots. There was no patient contact. There was no patient prepped for surgery. No injury. No delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.